Event description:
Additional information received reported that about 20 weeks ago the stimulator burned the patient on the backside and they went to the emergency room (ER). They met with a manufacturing representative (rep) and ¿everyone said it was everything¿ but the stimulator and his backside was red and was still healing. It was on the automatic programming, but it had not been for the last 20 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturing representative met with the patient on (B)(6) 2015 with the health care professional. It was noted that the patient had (B)(6) at the wound and the health care professional was unable to palpate. The reporter noted that the wound was not related to the recharger and the health care professional recommended that the patient use a different chair to recharge. No incidence was found with the recharger since the patient was able to get 8 bars on connectivity and could not duplicate the error messages that were originally reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that 15 weeks prior to the report, the patient noticed just a pink round circle to the lower left of where the device was when the patient charged the implantable neurostimulator (ins). The reporter noted that it was to the point where the skin was breaking down. The patient was told by a dermatologist that it was a device problem. The patient went to a wound care place on the day of the report and they told the patient they could not do anything and someone would need to find out what is causing it before it could be treated. The patient was directed to the emergency room. It was noted that in the prior 48 hours, it looked like the skin was starting to open up like a wound. The reporter stated that the patient had a constant burning sensation. It was noted that it did not burn the patient when he charged and had never seen the antenna too hot message on the recharger. The patient only charged once a week for 45 minutes to an hour and would turn the stimulation off at night because, he could not tolerate the burning pain. When the patient turned the stimulation off, the burning pain decreased but the pain that the device helped with would return. It was noted that the manufacturing representative checked the device twice and said there were no shorts. The reporter stated that the patient had to make adjustments all the time. It was noted that prior to (B)(6), the patient saw the manufacturing representative so he could set up an adaptive stimulation program. The patient noted that at the appointment just before (B)(6), the spot was not that bad at the time. The patient met with the manufacturing representative again just before christmas for reprogramming because the patient was in pain. The patient saw the manufacturing representative again a week prior to the report when the patient had his pump filled. At that time, the device was checked again for shorts and there were not any. It was noted that the spot was not a cyst boil or bed sore because, the patient had had all of them before. The reporter stated that the pinkness spread when the patient was in a lot of pain and ¿on fire.¿ it was noted that the spot was not going away and that the patient suffered on a daily basis. It was further reported that the recharger was burning the patient¿s skin. The reporter stated that the patient had an infection. It was noted that the wound was right over the patient¿s stimulator and that the red circle over the ins was becoming darker and darker over time. The reporter stated that there was an open incision where the patient charged that started over the prior three days. It was noted that the patient was charging over a bandage and clothing for the past three days. The patient was feeling a burning sensation down his leg every night. It was noted that the patient charged on the prior night and saw the reposition antenna screen and another screen which the reporter could not describe. These screens were encountered after 5-15 minutes of charging. The reporter noted that the charge level never went beneath half full. The health care professional recommended a new recharger. The reporter stated that the patient could feel something inside of him moving or penetrating. It was noted that the battery would move. It was noted that the reporter was taking the patient to the hospital as they did not want the patient to die over it and also because, the health care professional would not give the patient more medication. The reporter was concerned that without the stimulator, the patient would end up in a wheel chair. It was further reported that the ins pocket had redness at the bottom left side of the pocket and the wound was getting worse with recharging. The reporter noted that the patient would be meeting with the health care professional and primary care. It was noted that there was no alleged product issue. It was further reported that the patient had an appointment on 2015 (B)(6). It was further reported that the patient went to the hospital on 2015 (B)(6) and was there for 7 hours but was sent home. The health care professional did not feel like the patient had to stay overnight at the hospital. The health care professional at the emergency room stated that the stimulator should be turned off and the implant site should be taken care of. An infectious disease health care professional took blood and a culture from the site. It was noted that the patient had a surgical consultation and a computerized tomography (CT) scan done. The patient was told that the wound issue was not related to the device and was likely a boil and cyst. The reporter stated that blood work showed no infection and did not have the culture results yet. The reporter noted that the infection was from the outside going in and not the inside going out. It was noted that the second emergency room health care professional thought that the infection was related to the device therapy. The patient was scheduled to meet with the health care professional on the following day. The reporter stated that the program was changed that day and the burning had not stopped. The reporter noted that she was afraid to change the dressings on the patient and that there was blood and discoloration on the bandage. It was noted that the device may come out as the device was burning the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID neu_unknown_lead, serial# unknown; product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient would feel a burning sensation around the recharging and inside his device when charging his implant. The reporter stated he was informed the implantable neurostimulator (ins) battery was faulty. The wound erupted and the patient had to see a wound doctor where the implant site was and it radiated down to his leg. It was noted the patient would charge his device once a week.